Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
It was reported that: (B)(6): catheter was placed without problems; (B)(6): during treatment stitches which keep the catheter in place were removed. During the next dialyse treatment high arterial pressures, catheter absorbed air and had to be removed. Catheter was disinfected with nacl and alcohol before it was sent out for investigation purposes.